Manufacturer narrative:
The device was not returned for analysis. As it could not be determined which of the two clips had detached and resulted in slda; therefore, the lot history record review was performed for both the lots and identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history for both the lots identified no other/similar complaints from the lot. All information was investigated and based on the information provided, the reported slda per the physician was likely related to thin and or friable leaflets and is therefore related to patient conditions. Mitral valve insufficiency/regurgitation resulting in dyspnea was due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) on (B)(6) 2024. At a scheduled follow up appointment on (B)(6) 2024 it was reported there was a possible single leaflet device attachment (slda.) The patient had returned symptomatic with severe mr.